Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 12/19/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: there were unexplained pump reboot events observed in the black box on 07/30/2016. There was evidence of moisture behind the display lens. The pump powered up to a blank display. The battery compartment was found to be cracked. There was a crack in the pump casing near the seal. There was evidence of moisture contamination on the internal components of the pump.